Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 105 mg/dl; however, the patient suspected his bg may have been lower so the patient ingested sugar. The patient stated they were having difficulty swallowing. A bg was performed which was 50 mg/dl. The patient continued self-treatment with sugar and was taken to the hospital by his spouse. The patient was evaluated for possible cerebrovascular accident (cva) which was ruled out. They were admitted overnight (less than 24-hours), treated with IV fluids and insulin as needed. The patient¿s bg had returned to normal range after his prior ingestion of sugar. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.